Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that data synchronization failure and outdated synchronization status on station. The technical support specialist (tss) restarted data synchronization service, performed full resync with database backup, and rebooted station; synchronization restored and customer confirmed normal operation. The system functioned as intended after the technical support specialist (tss) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, health sight viewer stated device not communicated. However, there were no delays or adverse events or injuries reported based on this event.